Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported may have been the result of edge loading/impingement, patient condition, or a combination, which led to full thickness polyethylene wear and subsequent metallosis and loosening of the implants from the bone. However, this cannot be confirmed due to the devices not being returned. (D11) concomitant device(s): pf spline plasma w/ha ext offset sz 10 (cat# 160-31-10, (B)(6). Bone screw 6.5mm dia x 20mm long (cat# 120-65-20, (B)(6). Cocr fem head 36mm +0 offset 12/14 (cat# 142-36-00, (B)(6). Nv crown cup clstr hole 52mm group 2 (cat# 180-01-52, (B)(6).

Manufacturer narrative:
Section h10: (h3) the evaluation pending. (D11) concomitant device(s): pf spline plasma w/ha ext offset sz 10 (cat# 160-31-10, sn#: (B)(6)). Bone screw 6.5mm dia x 20mm long (cat# 120-65-20, sn#: (B)(6)). Cocr fem head 36mm +0 offset 12/14 (cat# 142-36-00, sn#: (B)(6)). Nv crown cup clstr hole 52mm group 2 (cat# 180-01-52, sn#: (B)(6)). No information provided in the following section(s): a4, a5, and b6. Section h11: correction made to h3. The other was written in error, please disregard.

Manufacturer narrative:
The evaluation noted on (B)(6) 2019 this patient had a second revision surgery. This revision was due to the patient woke up in his bed and his hip was dislocated. The surgeon decided to remove the liner and head and put the same liner back in with a +10 head in to give the patient more leg length. This made the patient stable. The patient left the operating room in stable condition and is expected to have a good outcome. Hospital did not release implants to be returned to exactech. In a review of the labeling and IFU 700-096-004 rev. N, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses, and follow the written instructions of the physician with respect to follow-up care and treatment. Upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event is patient condition. Concomitant medical device(s): pf spline plasma w/ha ext offset sz 10 (cat# 160-31-10, sn# (B)(4)). Bone screw 6.5mm dia x 20mm long (cat# 120-65-20, sn# (B)(4)). Cocr fem head 36mm +0 offset 12/14 (cat# 142-36-00, sn# (B)(4)). Nv crown cup clstr hole 52mm group 2 (cat# 180-01-52, sn# (B)(4)).

Event description:
As reported, a (B)(6) y/o female patient has an exactech right hip implanted in (B)(6) on (B)(6) 2011. The cup will be revised with the possibility of a total revision, only femoral heads would be needed for the scheduled revision. X-rays were sent for analysis. Proper instrumentation, and implants were ordered and sent to the hospital. Surgeon requested ceramic femoral head implants. During the case, there was an extensive amount of metallosis, the cup and stem were determined to be very loose. All implants were removed, and competitor¿s device was implanted as planned. Devices will not be returned per hospital policy. Patient was last known to be in stable condition following the event.